Event description:
The pt is reportedly experiencing difficulty achieving lock. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. The pt's device will be explanted.